Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. The patient experienced pain, infection, urinary problems, fistulae, recurrence, bleeding, and neuromuscular problems. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urinary incontinence and pain with urination.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that the patient died on (B)(6) 2013. No additional information was provided.